Event description:
Two 5.5mm ti cancellous locking screws 26mm thread length were revealed via x-ray to have broken, when patient went in to dr complaining of pain in legs and back. Screws and plate were implanted for two level anterior lumbar fusion. At time of this report there was no decision on revision surgery.

Manufacturer narrative:
Manufacture date cannot be determined without a lot number. No conclusions can be drawn as the product was not returned.